Event description:
The malfunction is filed under aag reference 100032603 (400591690). Associated medwatch-reports: 9610612-2023-00147 (400591691 - pm450r), 9610612-2023-00053 (400591690 - pm973r), 9610612-2023-00182 ( 400591689 - pm438r).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: unfortunately, due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can most probably be excluded. If further investigations are required, the product should be provided for examination. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm973r - insulated outer tube 5/5mm 310mm. According to the complaint description, the ceramic was damaged and lost during cleaning after surgery. Fragment may have remained in situ. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4). Involved components: pm438r - jaw ins.bip.maryland diss.fen.5/310mm - lot unknown. Pm450r - handle for bipolar instruments - lot unknown.